Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) balloon deflation difficulties were encountered. The lesion being treated was located in the left iliac artery, the characteristics of the lesion are unk. The 8.0 x 40mm sterling otw balloon catheter was advanced to the lesion and after the second inflation, the balloon did not deflate; the atm's and duration of the inflation are unknown. The balloon catheter was removed intact; the procedure was completed with this device. No patient injury or complications were reported. The patient's condition was reported as "stable". Additional information has been requested, but not received.